Event description:
New information received noted that the patient received a patient notification and presented in clinic for follow up. It was revealed that the implantable cardioverter defibrillator had reached the charge time limit. It was suggested that this is the second time that long charge time limit was reached for this device without any known reason. Lead revision procedure was discussed. No interventions made at this time. There were no consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient received a patient notification and presented in clinic for follow up. Upon interrogation, it was noted that the implantable cardiac defibrillator had received an alert for charge time limit reached. Battery longevity and manual capacitor maintenance was tested and was normal. Patient will continue to be monitored. No intervention was made.